Event description:
It was reported that a merlin.net transmission revealed low r-waves for a non-dependant patient. Lead dislodgement was confirmed via x-ray. The lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.